Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced ineffective stimulation. X-rays confirmed lead migration. As such, surgical intervention took place wherein the lead was explanted and replaced with new leads to achieve adequate therapy. Reportedly, adequate therapy was confirmed post operatively.